Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient representative reported left side "recall," experiencing "hypersensitivity, hardening and intense pain in, breasts," "pain, itching, hardening and muscle contracture baker grade unknown and in the imaging, exam presented folds in the implants." The device has been explanted.